Event description:
The customer stated that while she was in the hospital, her dex meter gave a blood glucose reading of 33 mg/dl. The hospital meter gave a reading of 82 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The meter and test strips are to be returned for evaluation, and replacement products will be sent.